Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system were used. The device was advanced through the sheath when st elevations were noted and hypotension occurred. No air was visible on the fluoroscope. The patient was treated for an air embolism, medications were administered and the patient stabilized. The procedure continued and was completed successfully. The patient was discharged from the hospital.